Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump displayed repeated unable to proceed alerts during fill and rewind with supplies removed and no foreign objects noted in the pump chamber, and the user transitioned to backup subcutaneous insulin therapy with noted high blood glucose; the device problem was characterized as a complete blockage associated with the tubing component. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention in the form of medication administration and a serious illness/impairment classification. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.